Manufacturer narrative:
Analysis of the AED's log files identified that the customers lack of maintenance with the device contributed to the depleted battery pack. Once the new battery was install and a manual self test run the AED was functioning as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.